Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a single low loaded battery voltage measurement. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a single low loaded battery voltage measurement. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported.